Event description:
It was reported that following an open cholecystectomy procedure the pt was brought back to the operating room as it was believed that the pt was septic. A bowel decompression was performed and during the surgery a suture was found to be broken. The suture was used in a fascial closure.